Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Customer satisfied. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that his condition have improved a lot. He is no longer experiencing symptoms. Customer did go to the hospital on (B)(6) 2017. Customer states that he was having symptoms of headache and has been urinating frequently at the time of hospitalization. He was diagnosed with type 2 diabetes and was treated with insulin. He was discharged on (B)(6) 2017. Customer states that the meter is fine and he does not want the meter to be replace. Customer continue to use the meter. Customer does not want the meter to be replace. Customer satisfied.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache, increased urination and elevated blood pressure. Medical attention is reported on a follow up call as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/13/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer was having symptoms for a whole week and has not been diagnosed with diabetes yet. He was told by someone to get a meter since he was having frequent urination, high blood pressure, dry mouth, and excessive thirst. He just started to use the meter today and the results were as high as 563mg/dl fasting. We ran a blood test on the call he received a reading of hi. Advised customer that a reading of hi can indicate a result greater than 600mg/dl and to go to the ER. Customer stated he is not sure of what he wants to do. I advised again to see medical attention and call 911. Customer stated he emailed his dr but has not responded yet at 8pm friday night. I told the customer to go to the ER or urgent care.